Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise oversensing. Troubleshooting was performed and the noise was reproduced. Technical services (ts) reviewed the device data and discussed there have been three treated events due to noise oversensing. Potential causes were discussed as well as troubleshooting suggestions. Given the reproducible noise and the impossibility of reprogramming to a secondary vector, the physician is considering removing the s-ICD system. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise oversensing. Troubleshooting was performed and the noise was reproduced. Technical services (ts) reviewed the device data and discussed there have been three treated events due to noise oversensing. Potential causes were discussed as well as troubleshooting suggestions. Given the reproducible noise and the impossibility of reprogramming to a secondary vector, the physician is considering removing the s-ICD system. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific confirmed device problem was excluded. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found parts of the suture sleeve is missing and cuts on the outer insulation. In addition, two of the shock coils are fractured/cut with a tool. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise oversensing. Troubleshooting was performed and the noise was reproduced. Technical services (ts) reviewed the device data and discussed there have been three treated events due to noise oversensing. Potential causes were discussed as well as troubleshooting suggestions. Given the reproducible noise and the impossibility of reprogramming to a secondary vector, the physician is considering removing the s-ICD system, however, this has not yet been performed. The s-ICD system remains in service. No additional adverse patient effects were reported.